Event description:
It was reported that an ilet pump became unresponsive to the sleep/wake button, with vibration and beeping heard but no screen display or charging screen, leading the user to stop pump therapy and use prescribed subcutaneous fast and long-acting insulin; this aligns with a device key/button malfunction localized to the switch component. Symptoms included hyperglycemia with reported polydipsia, dry mouth, and sleepiness, and a documented blood glucose of 420 mg/dl. Outcomes included a delay to therapy until an alternative insulin regimen was instituted. Investigation included communication with the user, review and analysis of user-provided information and video, and confirmation that the wireless charging pad functioned with another device. Investigation of this case revealed an electrical problem consistent with an unresponsive button and failure of the switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.